Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there have been a lot of issues with this system. The touch screen did not work intermittently. Also, the accuracy of the system was incorrect and unsafe for clinical use. Registration of the patient could be very difficult. The system would intermittently reset and shut off without warning. Delay information was not provided. Patient impact information was not provided.

Manufacturer narrative:
A0719: system would intermittently reset and shut off a0908: accuracy was incorrect a1301: touchscreen did not work intermittently a23: registration could be very difficult g2: this event occurred in the united kingdom, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was a delay of one hour before the use of navigation was aborted.

Manufacturer narrative:
Additional informaiton in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a functional endoscopic sinus surgery (fess). One of the main issues was the difficulty in achieving acceptable accuracy when registering a patient. This process could take an inordinately long time, and even when successful, the instruments do not align properly on the screen during use. There was no impact on patient outcome.